Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a lead, the sheath was cut, and the lead had pulled out and dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.